Event description:
As reported to coloplast though not verified, one patient was implanted with restorelle directfix anterior mesh. Later the patient experienced fever, pain, constipation, pelvic pain, pelvic infection, rectal and vaginal burning, pelvic and rectal pressure, post evacuation pain, perineal scar tissue at the introitus, levator anti syndrome, a knot in her rectum with sitting, feeling something coming from the vagina and a band of scar tissue on the perineum. Miralax, levaquin, flagyl, anusol hc and premarin cream were prescribed. An exam and minor surgery performed in the clinic for release of the scar tissue. Trigger points injections with lidocaine and kenalog along the incision of the scar tissue for release of tension were also performed. No explant procedure was reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned